Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mck785 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tendon of achilles surgery in 2019 and the suture was used. During the suturing, the suture fractionated without making a relevant force and it broke. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.